Event description:
It was reported to philips that the system gave an alert indicating "geometry starting do not change source image distance", preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an unknown procedure. It was reported to that there was a geometry error ¿geometry starting do not change sid¿. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found multiple errors in logging - atem slave event - not all previously sent frames are received/processed - geo movements not available. Rse confirmed that the malfunction was caused by a bad/weak 24v power supply or bad ethercat cabling/connection/application error: bib: bib cookie safeguard problem, possible defect bib, sensor state set to unreliable and requested onsite support for bodyguard interface box replacement. The philips field service engineer (fse) went onsite, checked the system and found unstable power supply as well. To resolve the issue fse replaced the bodyguard interface board (bib) as per rse and power supply in another work order. The defective part was sent for analysis, for bib and power supply no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.